Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
End user's son called stating that the left side release mechanism broke, causing the screw to fall out.